Manufacturer narrative:
Additional information was added to capture an additional 2 data files that were provided by the customer and analyzed by thermo fisher scientific after the date that the initial MDR was submitted.

Manufacturer narrative:
Thermo fisher scientific reviewed 4 customer data files which contained 2 of the alleged false positive results. Data files from accession # (B)(6) ((B)(6) 2020) were not provided. The assays were run on 96-well plates on a 7500 series instrument. A review of the customer data verified 2 false positive calls due to late amplification of the viral targets. Three hundred and sixty eight (368) clinical results from chemisys laboratory were reviewed by thermo fisher scientific. No other results exhibited late amplifications or false calls.

Event description:
(B)(6) contacted thermo fisher scientific regarding 3 potential false positive results obtained using the taqpath covid-19 combo kit test. Customer cited a dip in flourescence in the multicomponent plot. Results were presumed to be false positive because: accession # (B)(6) went from positive on (B)(6) 2020 p4 to inconclusive on (B)(6) 2020 p1. Accession # (B)(6) went from positive on (B)(6) 2020 p6 to not detected (negative) on (B)(6) 2020 p1. Accession # (B)(6) went from positive on (B)(6)2020 p5 to not detected (negative) on (B)(6) 2020 p2. It is unknown if false results were reported to healthcare providers or patients because the customer was not responsive to 3 follow-up attempts to obtain additional details. Thermo fisher scientific's investigation of the patient results, run results, and additional data from the customer concluded that the late amplification and false positive results were due to user error. Specifically, the user did not properly vortex and/or centrifuge the qpcr plate according to IFU instructions and provided training materials. The customer reported no patient death or serious injury to thermo fisher scientific.